Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the position of middle brazing suggests that the guide wire may be miraclebros 3 or miraclebros 4.5; however, it could not be determined exactly which type this guide wire is. The core wire of the guide wire was broken at the proximal side of middle brazing, and the core immediately adjacent to the breakage site showed evidence that the core had been twisted counterclockwise and then clockwise direction. The breakage sites of the broken distal side of the core guide wire and of the broken proximal side core wire matched each other. There was no breakage with the coil guide wire, consequently, it can be judged that the entire guide wire was returned. The other company's balloon catheter that was used with the guide wire in the procedure was returned. Inspection of the catheter revealed that the tip of the catheter was deformed and damaged, as if it were pressed against something. The balloon had burst; however, the relevancy with the guide wire could not be clarified from the provided information. Product performance engineering reviewed the incident information and analysis of the returned device. It is believed that the distal section of the coil was trapped by cto lesion. Continued torque manipulation during crossing or withdrawal of guide wire through/from the lesion resulted accumulation of twisting force to the core of the guide wire, so that the core was fractured at the proximal side of middle brazing by the force exceeding product performance. Fracture of the core wire is due to the force exceeding the product performance coming from excessive torque manipulation, and the separation of breakage of guide wire is warned as possible complications and adverse events in the instructions for use. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has previously caused or contributed to patient injury. Device issue: guide wire separation. It was reported that during a cto procedure another company's balloon catheter was used with the guide wire for more pushability. After pushing for a while, the tip of the guide wire became damaged, and it looks like the coils were removed from the core. This event is being reported based on the quality assurance analysis that revealed that the guide wire was separated.